Manufacturer narrative:
The field service onsite investigation determined that fluid leakage from the external waste pump contributed to a short of the architect scc power cord. The service representative noticed a loose tp-link cable connector, a non-abbott part that connects multiple abbottlink firewalls to one router. The damage was limited to the scc power supply cable only; however, replacement of the scc f+ power supply (pn 7-206072-01) was required to return the analyzer to normal function. The leaking external waste pump was repaired and remains in use with the analyzer. Additionally, as part of the investigation a review of the analyzer service history found no contributing factor on or around the date of the event. The smoke from the scc f+ power supply (rohs) was limited to the power supply power cable only and did not affect other components. Product labeling was reviewed and found to be adequate. No adverse trend for tickets with replacements of either the scc-f+ power supply (rohs) (pn 7-206072-01) or the waste pump, external for ia instruments, grey (list number 08c94-19) was identified. A search determined no tickets were related to a damaged power supply power cord caused by fluid leakage from another part. No additional complaints were identified in the review of complaints for the external waste pump contributing to the shorting or burning of another part. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed evidence of fire on the architect i2000sr analyzer. A charred component (the system control center (scc) cable) was found. No injuries occurred and no impact to patient management was reported.